Event description:
International affiliate reports post-operative infection case for clinical study. The patient is female and (B)(6), was admitted in the hospital on (B)(6) 2014. The surgeon did surgeries of laminectomy, discectomy, pedicle screw fixation, cage implantation and fusion on (B)(6) 2014. Target lesion is l4-l5. X-ray indicated no abnormalities on implanted devices. On (B)(6) 2014, the patient had fever and reached to 38.7?. Routine blood test result: wbc:12.1*109/l;neut%:83.7%;crp:173mg/l. The surgeon suspected the patient had poi and treated with 2g, qd of ceftriaxone sodium and 1g, bid of vancomycin. On (B)(6) 2014, the patient's body temperature was decreased to 36? To 37.3?. The patient was discharged on (B)(6) 2014. No product failure is indicated. The depuy synthes spine devices have not been implicated in the post-operative infection. This medwatch report is being submitted to document the event involving patient¿s post-operative infection.

Manufacturer narrative:
No product failure is indicated. The depuy synthes spine devices have not been implicated in the post-operative infection. However, a complaint investigation will be performed. The product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Devices remain implanted.